Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure? What anatomical structure was stapler used on? What is meant by ¿the staples have not been found¿? Was a leak identified? What is the current patient status?

Event description:
It was reported that post operative of digestive surgery, peritonitis 5 days after the procedure: undetermined cause. Re-hospitalization needed with a washing of the abdominal cavity for purulent peritonitis. The staples have not been found. This incident led to a recovery in the operating room and a consequent extension of the hospitalization stay. No issue detected during the procedure which was performed by a seasoned surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/11/2020. Additional information received: b3: date of event.